Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced high blood glucose level. Customer's blood glucose level was 475 mg/dl. Customer stated that they took tablet for back pain. Customer stated that they gave themselves 16.1 unit bolus to treat high blood glucose. Customer declined the troubleshooting. The device will not be returned for analysis.